Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that an alleged ftibone transport nail stopped working during treatment. Patient underwent a revision procedure.